Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1rk 454428/b150736t for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, with regards to correct assembly, level mark, filling level, and draw volume. Tubes were verified to be correctly assembled, and had the correct fill guide line position. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed on the samples. The complaint could not be confirmed.

Event description:
Customer advises the tubes are under-filling at a veterinarian's office.